Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Visual inspection concludes excessive contamination/oxidation caused by a liquid spill on the printed circuit boards (pcb) inside the gas module, with short circuit as a consequence. The conclusion into this matter is that the cause is a spillage of liquid occurred on the circuit boards, which has led to a temporarily short circuit and generated several errors. Unexpected spillage/liquid (user error) can cause failure/short circuits which might lead to a stop of ventilation or high pressures. Simulated use test of the received air gas module has not reproduced the described customer issue. The review of the received device logs could not confirm the reported issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. There is no conclusion on how the liquid spill entered the ventilator/gas module or what kind of liquid spill it was.

Event description:
Manufacturer ref.#:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).